Event description:
Customer reports during a trial to determine if they wanted to use the company's product, a chemo-aide dispensing pin was filled with 30cc of solution and injected 10cc per vial. When the syringe was removed from the dispensing pin chemotherapeutic solution "shot" out the top of the dispensing pin. No chemo exposure occurred due to the unit being assembled in the hood and all parties were wearing chemotherpeutic gear.